Event description:
Small barely discernable holes were found in pan filter upon opening and inspection by or staff. Multiple filters found with similar holes throughout cspd assembly area. The pans with defective filters required ius and caused case delay. Filter supply was examined and defective filters removed from circulation.